Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported event. The fse determined the likely cause of this failure is associated with the main printed circuit board (pcb) and a replacement was ordered for this device. At this time, vyaire medical failure analysis laboratory has not received the suspect main pcb for a component evaluation.

Event description:
The customer reported an undetermined ventilator inoperative condition on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on for an extended period without fault. The event log was reviewed, which found a single instance of "post dac or adc" errors. At this time, the reported event was confirmed however, not duplicated. Therefore, no component root cause can be determined, the findings do not lead to a clear conclusion about the cause of the reported event.